Event description:
The customer reported that the collimator was not centering and an excessive dose was measured at the output of the camera covers. No patient injury was reported.

Manufacturer narrative:
The ge service rep placed the 38mm aluminum test tool on the image intensifier, installed shield tube over the aluminum test tool, and placed the ion chamber 10cm below the camera cover. He performed a beam alignment which corrected the collimator centering issue. The system now operates as intended.